Manufacturer narrative:
D4: catalog number corrected. E1: reporter email was not available. H6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of a driveline disconnect was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 2 days (13mar2024 ¿ 14mar2024 per timestamp). The driveline was disconnected on 14mar2024 on 06:06:18 and was reconnected at 06:38:16. There were no notable alarms active in the log file that would indicate an issue with the system controller. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Additionally, this section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient lost consciousness due to a pump stop. The cause of the pump stop was driveline disconnection. The controller was exchanged; the patient was taken to the hospital by an emergency team and was intubated with inotropes. Cardiac echocardiogram did not show any problem to the patient. The pump was not working for 24 minutes until it was restarted. It was noted that the controller exchange was not what restarted the pump. It was later reported that that the patient passed away due to cerebral anoxia. Whether the death was device or therapy related was not provided. An autopsy was not performed and the device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.